Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer is questioning the results for 1 patient tested for parathyroid hormone (parathormone, parathyrin) - pth, intact (pth). The customer believes the sample contains a heterophile antibody. The patient was known to have hyperparathyroidism. The patient was mildly hypercalcaemic with pth values typically within the range of 11-12 pmol/l. The patient was having surgery to remove the right superior parathyroid gland. The patient was tested for pth and the results were higher than expected after the removal of the parathyroid gland. On (B)(6) 2015, the pth result was 72.1 pmol/l on the e602 analyzer. An additional result from (B)(6) 2015 was 61.0 pmol/l. On (B)(6) 2015, the pth result was 56.4 pmol/l. On (B)(6) 2015, the pth result was 69.2 pmol/l. The customer was expecting to see the results decline. A follow up sample was obtained on (B)(6) 2015 where the pth result was 61 pmol/l on the e602 analyzer. The pth results were normal when tested on an abbott architect, a siemens centaur and a beckman coulter analyzer. A pth 1-84 result at this time was 4.76 (unit of measure not provided) which was an expected result. After scantibodies incubation the result of 61 pmol/l decreased to 3 pmol/l. No adverse event was reported. The e602 analyzer serial number was not provided.

Manufacturer narrative:
Initial reporter additional phone number provided: cell phone - (B)(6). Date received by manufacturer should be 08/22/2015. One sample was submitted for investigation. The investigation confirmed the presence of a human anti-mouse antibody (hama) interfering factor. This specific interference is addressed in product labeling.